Event description:
It was reporting that stent damage occurred. A 16x4.00 omega¿ stent was selected to treat the lesion but during unpacking it was noticed that the stent had a bulge in the middle part. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The inner shaft was separated .5mm distal of the bi-component weld and stretched 1.5mm ¿ 3.00mm distal of the bi-component weld. The inner shaft was also buckled 3mm distal of the bi-component weld. Microscopic examination revealed that the middle of the stent was bunched up with flared, bent, and overlapping struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reporting that stent damage occurred. A 16x4.00 omega stent was selected to treat the lesion but during unpacking it was noticed that the stent had a bulge in the middle part. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but is similar to an approved us device.